Event description:
It was reported that the patient was currently on program 4 and had been playing with settings and sometimes had "accidents." The patient experienced occasionally after she urinated, wiped and stand up a little dribble would come out. The patient stated during trial test it went every well which was shy she got permanent implant. The patient didn't have any accidents during trial and understood it does not take care of 100% of symptoms. The patient was having issues 2 times during the month, she went to check her machine and it was off. The event occurred was the day before the call day. The patient went out to lunch, she got back and realized she was having urges and little dribbling and then discovered her device was off. The patient was exposure to a theft detector or security gate at kohls. The device was on during exposure. The patient was going to her internist and he had to review all the things that the patient had done and would talk to him further about inscription. Additional information indicated that the patient had no concerns with her device or therapy.

Manufacturer narrative:
Product ID, 3889-28 lot# va02fc9, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).